Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing; the leak was reproduced when a catheter was introduced through the sheath. Dissection showed that the hemostatic valve was leaking. A field action was initiated in (B)(6) 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
There was a leak from the valve of the flexcath steerable sheath. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.